Event description:
When using the perclose proglide 6f suture mediated closure system, the "needles were deployed and the suture broke". The device was rewired and a new device was placed successfully.